Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea there is no evidence that the device was out of specification. Hematoma is a known, inherent risk of surgery. Part numbers, lot numbers, manufacturing dates and expiration dates and UDI numbers: first (superior): ifuse implant, p/n 7045-90, lot# 353336, manufactured 02/27/15, expires 2020-02, (B)(4). Second (second): ifuse implant, p/n 7040-90, lot# 343339, manufactured 04/11/15, expires 2020-04, (B)(4). Third (inferior): ifuse implant, p/n 7035-90, lot# 333224, manufactured 02/10/15, expires 2020-02, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent right side si joint arthrodesis where three implants were placed. The patient developed a hematoma at the incision site post-op. A couple of days after the initial surgery, the surgeon re-opened the incision site and cleaned out the hematoma which has since resolved.